Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pre discharge device check rising and high thresholds were noted on the right ventricular (rv) lead. Rv capture also did not show on current electrograms (egm). It was noted there was no carealert when capture management ran. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.